Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the inner lumen for passing the guidewire through the dilator body was not open, so use of the product was immediately discontinued.